Event description:
Literature title: effect of femtosecond laser-assisted cataract surgery for cataracts after pars plana vitrectomy: a prospective randomized controlled study. A prospective randomized controlled study was done to compare the efficacy of femtosecond laser-assisted cataract surgery (flacs) and conventional phacoemulsification surgery (cps) in treating post-vitrectomy cataracts. A total of 92 patients (n=92 eyes) who underwent cataract surgery after pars plana vitrectomy (ppv) were included and were randomly divided into the flacs group (n=47 eyes) and the cps group (n= 45 eyes). The control group was subjected to the cps method and the flacs method was used for the observation group. In the flacs group, the catalys ophthalmic femtosecond laser system (johnson & johnson vision, USA) was used to perform capsulorhexis, pre-chopping, and incision creation. Intraoperative complications in the flacs group included: incomplete pre-chopping or presplit nuclei are incomplete (n=3 eyes). Incomplete capsulorhexis or not completely torn (n=3 eyes). On the first day post-operatively, corneal edema occurred (n=11 eyes) in the flacs group. The frequency of tobramycin and dexamethasone eye drops was increased. The corneal edema subsided within 1 week postoperatively. Posterior capsule plaques or posterior capsule opacification (flacs group: n= 16 eyes) for posterior capsule plaques or pcos affecting vision, nd: yag laser posterior capsulotomy was performed 1 month postoperatively.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. Citation: wen, l., lian, h., liu, y., wei, b., deng, y., hu, j., wu, y., zhang, m., fan, y., & xu, l. (2025). Effect of femtosecond laser-assisted cataract surgery for cataracts after pars plana vitrectomy: a prospective randomized controlled study. Bmc ophthalmology, 25, 79. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.